Event description:
It was reported that the patient presented with pending lateral distal erosion of left cylinder of inflatable penile prosthesis (ipp). All ipp components were explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.